Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of a small section of the left side of the image is missing and damaged cabling was confirmed. The probe has 1 failed transducer element on the left side. The probe¿s cable is separating at the strain relief. The root cause of the failure was identified as use-related damage to the internals of the probe.

Event description:
It was reported by biomed "a small section of the left side of the image is missing. Also, the insulation on the cabling near the transducer connector end has shrunk and is exposing the wire shielding under that insulation.. I swapped another transducer from a good system and verified that the issue with the missing image on the left side is the transducer not the main console."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported by biomed "a small section of the left side of the image is missing. Also, the insulation on the cabling near the transducer connector end has shrunk and is exposing the wire shielding under that insulation.. I swapped another transducer from a good system and verified that the issue with the missing image on the left side is the transducer not the main console."